Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the station and observed that the unit was actively in use and confirmed that the user was able to log in using biometric identification without being prompted for a password and confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user was unable to log in using bio-ID. The system displayed a required witness message and prompted for a password. The station was rebooted, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.